Event description:
It was reported that the e360 ventilator monitor was not working. Patient involvement was not provided. Medtronic/covidien was not authorized to evaluate/repair the device. A non-medtronic/covidien service provider inspected the device and found the mentioned issue. To address the issue, the non-medtronic/covidien service provider reconnected all the cables in the monitor. The ventilator was in working condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.